Event description:
This is filed to report incomplete coaptation, recurrent mitral regurgitation, and tissue injury. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4+, dilated left atrium, large/thickened anterior leaflet, and large flail gaps. It was noted that imaging was challenging throughout the procedure. A mitraclip xtr was selected but while positioning the clip, the clip became entangled in the chordae. It was noted the steerable guide catheter (sgc) was difficult to position. Troubleshooting was performed and the clip was removed from chordae. However, tissue damage was observed. The clip was then successfully deployed on the mitral valve, reducing mr to a grade of 1+. On (B)(6) 2023, a transesophageal echocardiogram (tee) showed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2023, the patient underwent a mitral valve replacement surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult to remove (anatomy) and difficult imaging were unable to be determined. The reported single leaflet device attachment (slda) was due to challenging patient anatomy. The reported tissue injury was a cascading event of the reported difficult to remove (anatomy). The reported recurrent mitral regurgitation (mr) was a cascading event of the reported slda. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.